Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.1 failed and required maintenance. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer not detected on the bus. A field service engineer (fse) opened the back of the drawer and reseated the connections on the boards. The fse then opened the front, cleaned out debris, and reseated the board connections. After rebooting the unit, the drawers were detected. The fse additionally reseated the scanner cable and its connector and tested functionality of both drawer and scanner. The system functioned as intended after the field service engineer repaired the device.